Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional four perclose prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, after deployment of the prostyle, the physician pulled on the suture limb to remove any slack and accidentally removed the suture. A second prostyle was attempted but the same occurred. A third prostyle was attempted but a cuff miss occurred. Two other prostyle devices were attempted, but the suture was accidentally removed again. Per the physician, the vessel tissue was very porous and did not allow for the sutures to stay in the vessel wall, additionally, there wasn¿t any recognizable tissue/vessel damage due to removing the sutures. Hemostasis was achieved via cut-down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2616 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the suture of the third prostyle device was accidentally removed. The fourth prostyle device had a cuff miss. No additional information was provided.